Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of one endo clip ii med/lrg 10mm pistol grip single use clip applier. The visual inspection of the returned product noted the instrument was partially applied with sixteen remaining clips. The shaft and rotation collar were not properly seated within the device body. No other visual abnormalities were observed with the instrument. The root cause of the observed condition could not be identified based on the information available; however, a review of the manufacturing process verified that controls are in place to prevent this type of condition from occurring. Based on the evidence available the reported condition was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic roux-en-y gastric bypass procedure. The device failed to work after the second firing. There were issues experienced with the loading or firing of the clips. No device component disengaged into the cavity of the patient. Another clip applier device was used to complete the case. There was no patient harm.